Manufacturer narrative:
(B)(4). The device was evaluated on-site by a field service technician. (B)(4). The root cause of the damaged latch roller is unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged latch roller.¿ there was no patient involvement. No additional information is available.